Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that there was up and down movement in the lock, the lock also ratchets in the unlocked position, and the large starburst teeth show some wear but is still functional. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility returned the mayfield skull clamp (a3059) to us for preventive maintenance (pm), indicating that the device slips sometimes when locked. No information was provided in relation to patient involvement. We made further inquiries and subsequently received additional information indicating there was patient involvement along with the following details: 1. Date of incident. >> (B)(6) 2024. 2. Type of procedure performed. >> cervical discectomy. 3. Was there a delay in surgery due to product problem? If yes, how long? >> no delays reported. 4. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? >> yes. 5. Did each pin engage the cranium in a perpendicular approach? >> yes. 6. Was the device in contact with the patient? >> yes. 7. Was there any patient injury involve? >> no injuries reported.